Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the shaft was intact with no apparent issues. The valve leakage has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
After approximately 16 cryoablations, the flexcath sheath showed a leak and the procedure was stopped. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.